Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced bleeding in the lower gastrointestinal tract. The cause of the bleeding was reported as due to a colonic ulcer and history of lesion or disease at the bleeding site, which contributed to the onset of bleeding. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bleeding in the lower gastrointestinal tract could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.